Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision/removal due to erosion, pain and bleeding. It was reported that the patient underwent mesh excision on (B)(6) 2012 due to mesh erosion, dyspareunia and vaginal discharge. It was reported that the patient on (B)(6) 2013 experienced vaginal erosion due to surgical mesh. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence and bleeding. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, bleeding. (B)(4).